Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 350 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the investigation found the exposed portion of the soft cannula was torn. During fluid path testing, fluid was observed to be leaking from the observed tear. Although the soft cannula was damaged, the timing and cause of the damage could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.